Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 533 mg/dl, 200 mg/dl, 160 mg/dl, 147 mg/dl, and 144 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
Customer reportedly received the following results on the active meter system within 10 minutes: lo (less than 10 mg/dl) - undosed result 122 mg/dl no actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.